Event description:
A report was received that the patient was having difficulty charging the ipg and it moved around in the pocket. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements revealed high values on port d. The patient will undergo a revision procedure to revise the ipg in the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was secured in the pocket so it would not flip. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and it moved around in the pocket. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements revealed high values on port d. The patient will undergo a revision procedure to revise the ipg in the pocket site.